Manufacturer narrative:
(B)(4).the technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) printed circuit board (pcb).

Event description:
It was reported that, during patient use, the ventilator became inoperable. The customer reported there was reported harm, though the customer did not state what the harm is.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator continued to ventilate the patient. The patient was removed from the ventilator. The patient was manually ventilated and placed on a second ventilator. There was no harm to the patient as a result of the event.